Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 67 mg/dl. No bg meter reading was taken at this time. The patient was wearing an omnipod insulin pump. The patient self-treated with glucagon and soda. Despite treatment, the patient¿s cgm value was still reading ¿low¿ (no specific value was reported). The patient began to vomit, was shaking, and pale. The patient called emergency medical services and when they arrived, the patient¿s cgm was reading 72 mg/dl. However, no bg meter comparison value was reported. At the emergency room, the patient¿s cgm was reading 62 mg/dl, and the bg meter was reading 458 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with IV saline and insulin. The patient was discharged home two days later, on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.